Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that she had high blood sugar over 600 mg/dl, which she treated with manual injection. The customer also stated that morning, she had woken up with low blood glucose of 39 mg/dl. The customer was having issues with her meter and insulin pump linking up and after assistance with fixing this, her blood glucose was down to 442 mg/dl and the customer gave herself an insulin bolus. Nothing further was reported.